Manufacturer narrative:
The 2.5mm diameter locking screw (1405-1028 or 1405-1032) was provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. The device was not returned to the manufacturer for evaluation. The lot specific detail was not provided however the associated device history records were reviewed and no issues were identified during the manufacturing and release of the devices that could have contributed to the problem reported. Information provided suggests that the screw was placed mid shaft where there was not a lot of bony support; however, no radiographic evidence was provided to confirm this. Based on the information provided the cause of the screw breaking cannot be confirmed; however, it is likely a result of non-union of the patient's bone after surgery due to screws being placed in areas and/or using a technique where fusion is not likely to occur. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, lbl 1405-9005 provided with the sterile kit. The company will supplement this MDR as necessary and appropriate. Product was not returned by facility.

Event description:
On 02/24/2017 a sales representative notified the company of a pending revision surgery scheduled for (B)(6) 2017. The revision surgery was completed on (B)(6) 2017 to remove a m1-m2 screw (1405-1028 or 1405-1032) as a result of the screw breaking. The screw was originally implanted on an unknown surgery date and the broken screw was identified during a six week follow up with the surgeon. No other patient impacts were reported and no x-rays were provided for review.